Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "itchiness, redness, and allergy" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported event(s) as follows: "contra-indications ¿ do not inject juvéderm® volbella¿ with lidocaine into the eyelids. The application of juvéderm® volbella¿ with lidocaine in the bags under the eyes is reserved to specialists specifically trained in this technique and having a sound knowledge of the physiology for this particular area. Undesirable effects the patients must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching and/or pain on pressure and/or paresthesia, occurring after the injection. These reactions may last for a week. In particular, it has to be noticed that injection in the mucous membrane may cause more oedema and bruising due to the specific physiology of these tissues. Besides, a preventive anti-inflammatory treatment by a medical practitioner can be recommended."

Event description:
Company representative reported on behalf of the healthcare professional who noted after injection with juvéderm® volbella¿ with lidocaine ¿on the lower eyelid,¿ the patient experienced itchiness and redness on the forehead and neck an unspecified amount of time later. Patient was treated with arnica and an anti-inflammatory cream; one month later, the patient still has a ¿red zone.¿ healthcare professional ¿supposed to be an allergy.¿ patient was also provided with an antihistamine cream. No further information was provided.